Event description:
Nurse noticed patient was getting 60% set tidal volume. The endotracheal tube was removed and a tear at the tube was observed. Patient was re-intubated.

Manufacturer narrative:
The lot number is unknown therefore the date of manufacture cannot be determined and the device history record cannot be reviewed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report. The device was reported as unspecified endotracheal tube. The 510k reference number is therefore unknown at this time.